Event description:
It was reported that the circulation pump head alignment stud broke off during servicing and the flowmeter unable to obtain a flow reading above 1400 ml/m in an arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. The arctic sun 5000 was evaluated upon receipt. During servicing it was found that one pump head alignment stud was found breaking off. No error codes observed. Circulation pump was serviced; pump motor was replaced. Flow meter was unable to obtain reading above 1400 ml/m. Device underwent 2000-hr pm procedure. Flow meter was replaced. Mixing pump was serviced. Heater, manifold o-rings, both drain valves, double bend tube, and chiller evaporator outlet tube were replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The fluid delivery line was leak tested per procedure and passed all tests. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.